Manufacturer narrative:
Block a1: meshc-20210929-8f3c63d3 block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06752.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6), 2008. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; perineum pain; rectal pain; other pain (clitoris - due to pudendal myalgia); painful intercourse; difficulties with bowel motions; recurrent incontinence; damage; psychiatric injury surgical interventions: on (B)(6), 2008 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: release tape - cut to release strain and allow to void properly. On (B)(6), 2018 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: infusion under anaesthetic to treat pain (trial so two injections - may have been placebo). Nonsurgical treatments: on (B)(6), 2020 the patient commenced pain medication: amitriptyline cream for the treatment of: pain and in oestrogen cream so can't use any more than that. Treatment duration: 18 months. On (B)(6), 2011 the patient commenced psychological medication: amira for the treatment of: depression. Treatment duration: 10 years - stopped 18 months ago. On (B)(6), 2020 the patient commenced pain medication: nortriptyline tablets . Treatment duration: 18 months.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2008. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; perineum pain; rectal pain; other pain (clitoris - due to pudendal myalgia); painful intercourse; difficulties with bowel motions; recurrent incontinence; damage; psychiatric injury surgical interventions: on (B)(6) 2008 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: release tape - cut to release strain and allow to void properly. On (B)(6) 2018 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: infusion under anaesthetic to treat pain (trial so two injections - may have been placebo). Nonsurgical treatments: on (B)(6) 2020 the patient commenced pain medication: amitriptyline cream for the treatment of: pain and in oestrogen cream so can't use any more than that. Treatment duration: 18 months. On (B)(6) 2011 the patient commenced psychological medication: amira for the treatment of: depression. Treatment duration: 10 years - stopped 18 months ago. On (B)(6) 2020 the patient commenced pain medication: nortriptyline tablets. Treatment duration: 18 months.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.